Event description:
It was reported that during a pph procedure, the device cut but did not staple. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.